Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device remains in the patient. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported by a patient that she had undergone shoulder surgery (B)(6) 2018. Almost immediately after surgery patient began to experience a burning sensation in her shoulder and within a couple of months patient also began experiencing inflammation in the shoulder. In (B)(6) 2019 patient underwent a second procedure to clean out the shoulder and remove loose bone chips and synovial fluid. Since then patients symptoms have continued. Patient states that during the procedure an arthrex peek pushlock anchor 2.9mm x 12.5mm was implanted, as well as arthrex fiberwire sutures. Specific part numbers were not known at time of initial report. Patient will contact facility for specific part numbers and provide. Once part numbers are provided the patient will be provided with the material composition to provide to an allergist at an upcoming appointment. Additional information obtained 5/13/2019: implant log has been provided. Two arthrex part number is ar-1923ps (lot 10146391 and lot 10209857) were implanted during the (B)(6) 2018 procedure. Patient symptoms include, burning sensation, inflammation, pain, rash and redness. Since clean out procedure on (B)(6) 2019 patient is still experiencing intermittent inflammation, pain and rash. Patient had been treated with steroids, anti-inflammatory medications and the subsequent (B)(6) 2019 procedure to clean out her shoulder. Patient is scheduled to see an allergist on (B)(6) 2019.